Event description:
Country of complaint: (B)(6). Break of thread during veterinarian cesarean.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 12 unopened and 1 opened pouches. There are no previous complaints of this code/batch. There are three previous complaints received from this code batch, all of them from the same end customer, four different operations. All packs received are tight. Tested the knot pull tensile strength of the samples and the results fulfill the requirements of the OEM. Linear pull tensile strength results conducted on the samples received is within specification. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.